Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient went to a refill appointment with critical alarms and symptoms of underdose. The critical alarm started on the (B)(6) and on the same day the patient started to feel the underdose but he didn't contact the physician. On (B)(6), the physician refilled the pump. The logs show many motor stalls and recovery in the last couple of days. The pump had a motor stall that recovered within two hours. The patient was currently hospitalized. The pump will be stopped and the patient will be substituted with drug in the clinic. The patient status was alive - no injury. The pump was delivering methadon and naropin.

Event description:
Additional information reported the patient had a refill on (B)(6) 2013. The expected volume was 24.5ml and the actual volume in the pump was 25ml. The physician ¿controlled the log files¿ and again a motor stall was discovered. The pump started running after 21 minutes. The pump was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed the pumphead had a hole in the pump tube and mechanical wear. The pumphead had corrosion, bearing shaft anomaly and roller wheel anomaly. The motor had a feedthru anomaly and shorting across the insulator. Dispense accuracy testing was performed. The pump passed for accuracy but graphing had an odd trace appearance. Destructive analysis was performed. Resistance measurements for feedthroughs displayed an anomaly with below spec resistance readings. The feedthroughs had corrosion and dried residue present. The pump registered a hard motor stall after being opened up and exposed to air. Plenty of residue discoloring and moisture present. There was extreme discoloration of the pump tube. A hole in the pump tube was found near the outlet end of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.